Manufacturer narrative:
The initial MDR was filed on 09-aug-2018. Additional information (15-aug-2018): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint. Additional information requested by the hsc specialist about reagent and instrument handling was not available. The hsc specialist stated that the issue is intermittent and does not impact all results. There is no indication of a reagent lot or method issue. There is no indication of a product nonconformance. Additional information (04-sep-2018): a siemens customer service engineer (cse) stated that the initial discordant albumin result was not reported to physician(s). The repeat result was reported to physician(s). The reporting units for the albumin results was g/l. The quality control material recoveries were within range. The cse found that the mounting screw of the reagent probe 2 was loose and fixed it. There are no reports of additional discordant results. The cause of the discordant, falsely elevated albumin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Method, result and conclusion codes have been updated.

Manufacturer narrative:
A siemens customer care center (ccc) specialist stated that a decontamination of the instrument was performed. The cause of the discordant, falsely elevated albumin result is unknown. Siemens is investigating the issue.

Event description:
A discrepant, falsely elevated albumin result was obtained on an advia chemistry xpt instrument. The same sample was repeated on the same instrument, resulting lower. The repeat result was considered to be correct. It is unknown if any of the results were reported to physician(s). There are no known reports of any impact to the patient due to the discordant, falsely elevated albumin result.